Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. Additionally, loss of capture at maximum outputs was observed due to high pacing threshold measurements. An invasive procedure was performed and the lead was found to be fractured near the suture sleeve. The lead could not be removed therefore was surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating this lead was later explanted during another procedure. No adverse patient effects were reported.